Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 03/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/12/2024. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure, performed on an unknown date. Post spaceoar vue placement procedure, the images were reviewed, and it was observed a rectal wall infiltration. Therefore, a magnetic resonance imaging (MRI) was additionally performed, and it was noticed that on left side of the prostate the hydrogel was in the normal location; however, on the right side of the prostate the hydrogel seemed to be in the muscularis layer of the rectal wall. In the physician's assessment, half of the hydrogel was located in the rectal wall, and the other half was out of the rectal wall. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).